Event description:
It is reported that on multiple occasions while using the targeting guides, the screw was missing the hole in the nail.

Manufacturer narrative:
This report will be amended when our investigation is complete.